Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Rep reported that the device is in 3 pieces. Surgeon explained that the silicone housing was torn.